Event description:
Perigraft liquid was observed after graft was implanted in fem-pop position. Leg was reported to be completely swollen. No details were provided. Distributor mentioned that physician will not provide for add'l info.